Manufacturer narrative:
Patient met with health care professional (hcp). As per patient's hcp they believe customer's sites may not be working. Hcp has recommended patient changes site every 2 days instead of 3 pump setting have been modified.

Event description:
Received information stating patient has been experiencing high bg's (300+ mg/dl).